Event description:
It was reported that a consumer experienced a hypoglycemic event requiring medical intervention because of fasting for his regularly scheduled laboratory tests. Troubleshooting with his meter during the call to customer support, his blood glucose meter showed to be performing as intended. His blood sugar dropped rapidly because of no food consumption. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.